Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review did not identify any issues that may be related to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported problem "upstream occlusion alarm does not work" which was confirmed through the causality of an out of calibration upstream sensor. The upstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had "the upstream occlusion alarm does not work". There was no known patient injury or medical intervention associated with this event. No additional information is available.